Event description:
Door latch broke, with door closed. Door hinges being stainless and massive took approx one hour to cut through. Employee was trapped inside booth for one hour. Door has no emergency release.